Event description:
During a coronary drug eluting stenting treatment procedure, the physician encountered resistance. The physician attempted to place a taxus liberte' 3.5x32mm drug eluting stent, however the physician encountered resistance and had to remove the entire system. The procedure was completed with another taxus liberte' stent. No pt injuries or complications were reported. Pt status is satisfactory. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
The device was returned trapped inside a .071 guide catheter. Device analysis found that thhe proximal end of the stent was severely bunched up, and that as a result of this damage to the stent, it was not possible to remove the device from the guide catheter. No other issues were noted with the device. The shop floor paperwork has been reviewed and no anomalies were noted from this review that could correlate to the difficulties that was experienced by the physician during the use of this product. There is one similar complaint, of this nature, related to this batch number. The root cause of this damage to the stent is unk.